Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the device allegedly deflated and the catheter fell out of the patient a week post placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was returned and evaluated. The complaint of catheter deflation was confirmed and found more specifically to be due to a balloon burst. Visual, microscopic, tactile, and functional testing were performed. The results of the evaluation indicated a full break in the balloon near the center, with a slightly rough break surface and stretching of the material. The complaint of a balloon rupture is confirmed. While a definitive root cause could not be determined based upon available information, a likely cause of burst in this device is overpressurization due to overfill during use. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the balloon of the device allegedly deflated and the catheter fell out of the patient a week post placement. There was no reported patient injury.